Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed with no issues occurring. The pump was exercised for (B)(4) with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the force sensor issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).